Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose had increased to 479 mg/dl. The patient experienced vomiting and she treated via manual insulin injection. Troubleshooting was initiated and there were no apparent anomalies. The device was able to prime without incident and the device settings were correct. The insulin pump was not returned for analysis.